Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown stem. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for the same event, please see associated reports:0001825034-2017-04498, 0001825034-2017-04500.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown day for an unknown reason. It was noted that the whole stem was explanted because it was retroverted. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure on an unknown day for an unknown reason. It was noted that the whole stem was explanted because it was retroverted. Attempts have been made and no further information is available at this time.